Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced discomfort at the ipg site due to the ipg being protruding. It was found the ipg site was red and bruising. A binder was given to the patient to wear as a troubleshooting step but it could not provide resolution. No infection was detected but the patient was given antibiotics as a precaution. As a result, the patient's scs system was explanted.